Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a micro-dislodgement which led to loss of capture (loc) and high capture thresholds. A new lead was implanted. No additional adverse patient effects were reported. Additional information was received detailing that the patient also experienced a syncope episode due to the previous mentioned lead issues. Additionally, this lead is expected to be returned.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a micro-dislodgement which led to loss of capture (loc) and high capture thresholds. A new lead was implanted. No additional adverse patient effects were reported. Additional information was received detailing that the patient also experienced a syncope episode due to the previous mentioned lead issues. Additionally, this lead is expected to be returned. Additional information was received detailing that the patient also experienced discomfort.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Additional information was added to the following fields: h6: patient codes. Additional information was added to the following fields: b5: describe event or problem field. H6: patient codes.

Manufacturer narrative:
Additional information was added to the following fields: h6: patient codes additional information was added to the following fields: b5: describe event or problem field h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a micro-dislodgement which led to loss of capture (loc) and high capture thresholds. A new lead was implanted. No additional adverse patient effects were reported. Additional information was received detailing that the patient also experienced a syncope episode due to the previous mentioned lead issues. Additionally, this lead is expected to be returned. Additional information was received detailing that the patient also experienced discomfort.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.